Event description:
During an atrial tachycardia procedure, there was a communication issue with the ensite x amplifier, making it not possible to visualize the advisor hd grid mapping catheter or right ventricle catheter in voxel mode resulting in a delay. It was not possible to see the catheter or the corresponding egms. The advisor hd grid mapping catheter was reconnected, changed to a new port, and then exchanged, but the issue did not resolve. Later, communication between the ensite x amplifier and the ensite x display workstation was lost. The ensite x amplifier was restarted several times, and the ensite x display workstation was rebooted twice before communication was restored to complete the case. The procedure was completed successfully with a tactiflex se ablation catheter as a mapping & ablation catheter. The ensite x amplifier has since been exchanged, which resolved the issue.

Manufacturer narrative:
One ensite x amplifier was received. The field reported event related to communications was not able to be duplicated. All communications were successful and maintained during all of investigational testing. The field reported event related to intermittent localization was not repeated however a shift in channels 01-40 was noted which could have been a contributing factor was identified. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, but could not be exclusively ruled out. The symptom of localization was attributed to the shift in cardiamp board channel values within in slot 0. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.